Manufacturer narrative:
(B)(4). S/w ver. 4.11c. Retainer ring black. On (B)(6) 2022 the customer reported that when she tried to reset her basal rates, the unit wouldn't allow her to do so. Inserted a test p-cap into the retainer ring, and it locked in place properly. Unit passed displacement, rewind, prime seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests. No unexpected pump errors or anomalies occurred during testing. Initially a basal rate of 0.05 u/hr from 12am to 6am, 0.1 u/hr from 6am to 12pm, 0.1 u/hr from 12pm to 6pm, and 0.05 u/hr from 6pm to 12am was programmed and then saved into the unit. The unit then displayed 2.4 u for a 24 hour period under basal1 in the basal pattern setup. Next a basal rate of 0.05 u/ hr was programmed and then saved into the unit. The unit then displayed 1.2 u for a 24 hour period under basal1 in the basal pattern setup. Thus software was utilized and uploaded trace/history files properly. The adapt tool does not list any pump errors that could possibly trigger a critical pump error. The case was cut open. After visual inspection, did not note any signs of previous moisture presence or corrosion inside the battery compartment or on any of the boards, assemblies, and the motor inside the unit. In summary, the customer¿s report that when she tried to reset her basal rates, the unit wouldn't allow her to do so was not confirmed during testing. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Medtronic received information that basal rate not programmed in device due to user or device issue occurred. There was no adverse impact or consequence reported as a result of this event.